Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No unexpected excessive no delivery alarm and no button error alarm noted during testing. The device was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer's blood glucose level was 280 mg/dl. Standard troubleshooting was performed. The customer stated he was attempting to bolus when the insulin pump alarmed no delivery then button error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.